Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 5 meter issue was not resolved with troubleshooting.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed, there was no suture attached to the needles. The device was removed over a guide wire and a second proglide was attempted but with the same results, no suture attached to the needles. A third proglide device was used to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4): evaluation summary: the device was received without the suture, posterior cuff, and posterior needle tip, which limited the scope of the report. The anterior cuff remained in the anterior foot pocket and the anterior needle remained undisturbed indicating that an anterior needle-to-cuff miss occurred. Because the anterior needle did not engage with the anterior cuff during needle deployment, the suture could not be retrieved when the needle plunger was removed, as reported. Subsequently, because the link was held on one end by the anterior cuff that remained securely in the anterior foot pocket, removing or pulling the suture would detach the link from the posterior cuff as observed. During testing, the needle plunger was reinserted resulting in acceptable needle trajectory and push mandrel travel. It was reported that the device was deployed in a calcified vessel, which the instructions for use state that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at access site. Based on the findings, the probable root cause for the anterior needle-to-cuff miss and subsequent link break at posterior cuff is needle deflection during needle plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4) - pt selection - (B)(4). The device was received. Investigation is not complete. Device #2 proglide, product # 12679-03, lot# 920416h. This device is indicated, and is being filed under a separate medwatch MFR number.